Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell to 35mg/dl while wearing the pod between 1 and 4 hours on the leg. Subsequently, patient was taken to the emergency room. Blood work and urinalysis was conducted, however, "nothing was found." Father felt that the event was caused by an over delivery of insulin. Treatment included intravenous therapy (500ml) and a single dose of (B)(6) for nausea. Additionally, physician advised to refrain from using the system and revert to manual injections. At the time of this event, father advised that patient's bg had climbed and "he seemed to be doing better."

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod over delivering insulin. No malfunction or other product condition that would have contributed to reported hypoglycemia was found.